Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in poland: "overinfusion." According to the customer: "the pump is dispensing medicine too quickly."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was delivered to the service in its original, undamaged packaging. Visually no damage, the device is working properly. All functions work flawlessly. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.